Manufacturer narrative:
The reliance synergy washer/disinfector was manufactured in 2005 and installed at the user facility's account in march of 2006. The unit is not under a steris contract agreement for maintenance activities; the user facility is responsible for all servicing activities. A steris service technician arrived onsite following the reported event. The technician inspected the unit's relay box and found evidence of heat damage (charred and melted wire components) which resulted in the reported steam leak and burning smell. The overheating of the relay box may be attributed to improper maintenance of the unit by the user facility's biomed prior to the event. The steris technician was unable to verify that the relay box wiring and connections were properly secured due to the charred and melted wire components. The reliance synergy washer/disinfector operator manual states (p. 1-2), "steris strongly recommends service be performed only by steris or steris-trained service personnel. Service personnel must disconnect all utilities to unit before servicing. No one should service unit unless all utilities have been properly locked out. Always follow local electrical codes and safety-related work practices". The unit was removed from service and will be replaced with a steris reliance vision single chamber washer. No further issues have been reported.

Event description:
The user facility reported a steam leak and burning smell coming from their reliance synergy washer/disinfector. No injury, procedure delay or cancellation was reported due to the event. The facility's fire alarm was not activated and no evacuation were required.